Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("severe migraine"), genital haemorrhage ("irregular bleeding") and multiple sclerosis ("essure reacted negatively with client ms"). The patient was treated with surgery (hysterectomy essure removal (B)(6) 2006). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, migraine, genital haemorrhage and multiple sclerosis outcome was unknown. The reporter considered genital haemorrhage, migraine, multiple sclerosis, pelvic pain and uterine perforation to be related to essure. The reporter commented: essure removal date provided in pif : (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("severe migraine"), genital haemorrhage ("irregular bleeding") and multiple sclerosis ("essure reacted negatively with client ms"). The patient was treated with surgery (hysterectomy essure removal (B)(6) 2006). Essure was removed. At the time of the report, the uterine perforation, pelvic pain, migraine, genital haemorrhage and multiple sclerosis outcome was unknown. The reporter considered genital haemorrhage, migraine, multiple sclerosis, pelvic pain and uterine perforation to be related to essure. The reporter commented: essure removal date provided in pif : (B)(6) 2006. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-oct-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.